Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain, lower gastrointestinal bleeding, irritable bowel syndrome, blood pressure high and anxiety. Concomitant products included dicycloverine (dicyclomine) since 2015, omeprazole since 2015, oxycocet (percocet) since 2011 and quetiapine (seroquel). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia ("heavy painful prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("heavy painful prolonged menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("lower abdomen pain during sex"). The patient was treated with surgery (bilateral salpingectomy, surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and dyspareunia outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet:- patient was not recovered from the events and event she did not undergo essure confirmation test was added. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain, lower gastrointestinal bleeding, irritable bowel syndrome, blood pressure high and anxiety. Concomitant products included dicycloverine (dicyclomine) since 2015, omeprazole since 2015, oxycocet (percocet) since 2011 and quetiapine (seroquel). On (B)(4) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia ("heavy painful prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("heavy painful prolonged menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("lower abdomen pain during sex"). The patient was treated with surgery (bilateral salpingectomy, surgery to remove the essure implant). Essure (ess205) was removed on (B)(4) 2017. At the time of the report, the device dislocation and dyspareunia outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-oct-2018: the case will be deleted from bayer pv database because this is a duplicate from 2017-030946 case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and lower gastrointestinal bleeding. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia ("heavy painful prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("heavy painful prolonged menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("lower abdomen pain during sex"). The patient was treated with surgery (bilateral salpingectomy, surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were clubbed with previously reported events. Events vaginal haemorrhage, abdominal pain lower, dyspareunia were newly added. On 2-apr-2018: processed with follow up 1. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy painful prolonged menses"), dysmenorrhoea ("heavy painful prolonged menses") and pelvic pain ("pelvic pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.